Event description:
It was reported that the customer was hospitalized for low blood glucose. Customer's blood glucose reading at the time of hospitalization was 54 mg/dl. Caller stated that the customer's insulin pump was over delivering. Caller stated that the insulin pump alarmed motor error and gave customer almost half of the reservoir of insulin causing low blood glucose and hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery tests due to prime fill anomaly. Unit had missing end cap sticker.